Manufacturer narrative:
Relevant fields of sections d and g were updated. The investigation determined that the root cause of the event was due to a malfunctioning measuring cell. The service actions (replacing the malfunctioning measuring cell) resolved the issue. No further issues were reported afterwards.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The alarm trace showed multiple alarms hinting to certain analyzer issues or sample issues. There was a clot alarm, sample / reagent arm abnormalities and sipper-low liquid detection alarms that all might be related to the low flyer. It also showed a procell signal out of range alarm. The measuring cell was replaced within the last 2 years. Based on the provided pre-analytical data, it seemed that clotting time was too short. The laboratory humidity was 55% to 57%. Investigation is ongoing.

Event description:
We received an allegation about questionable low results for 1 patient's sample tested with elecsys hcg+beta (hcg+b) assay on cobas e411 disk. Initial result: 58.76 miu/ml with a data flag. The physician questioned the result and requested for the sample to be repeated. Repeat result: 1597 miu/ml with a data flag. The repeat result was deemed to be correct.